Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 315 mg/dl. Customer reported the device fell when the clip broke, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had an unresponsive down arrow button due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.